Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model #icv1211 perceval heart valve at the time of manufacture and release. Since the device was not explanted, no further investigation can be performed at this time. Based on the case history reported it is not possible to draw a definite root cause for the event reported. However, based on the documents review performed, no manufacturing deficits were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Event description:
The manufacturer was informed on this event through the sure avr database. On (B)(6) 2018, a male patient received a pvs27 in aortic position. The procedure was performed in median sternotomy and no concomitant procedures occurred. On (B)(6) 2018 (postoperative day 8), the patient received a permanent pacemaker due to a new conduction abnormality left bundle branch block (lbbb). The patient was discharged on (B)(6) 2018 with a good valve functionality. No adverse events are reported for this patient.